Event description:
Foreign affiliate reported "a patient reported to an optometrist in 2006, that he had an infection of the cornea in the left eye. The optometrist referred the patient to an ophthalmologist who diagnosed a herpes dendritic ulcer and commenced treatment with zovirax (aciclovir). Subsequently, the diagnosis indicated a serious bacterial ulcer and the treatment was changed to ciloxan (ciprofloxacin hydrochloride) which finally cleared it. Medical opinion provided by the optometrist is that the event is related to casual attention to hygiene by the patient and that the lenses themselves are not implicated." No further information is available. Foreign affiliate reported the incident to the foreign competent authorities 07/14/2006.

Manufacturer narrative:
Product evaluation: two lenses in a lens case were returned. The lenses were visually inspected using the aus jena dl-2 profile projector. One lens had an edge chip. No other visual attributes were observed. Both lenses had a "123" io mark.